Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The customer reloaded a used cartridge successfully.

Manufacturer narrative:
Per tandem's t:slim user guide states "use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death". The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.